Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. During troubleshooting, the patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
While troubleshooting with global technical services (gts), the patient stated she changed the cassette, without changing the bags. Gts explained that all the supplies would need to be changed at this point. The patient was already in the process of disposing everything. No injury or medical intervention was reported.